Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received in packaging different from the standard configuration. As the sample was being disinfected and prepared for analysis, a leak was found on the assembly of the red alpha clip to the main arterial line; however, a complete detachment of the tubing from the red alpha connector could not be confirmed. A visual inspection was performed on the returned sample. Under microscopic examination, a delamination was observed on the wall of the main line assembled to the red alpha clip. After further inspection, no other issues were found with the remaining components of the set. The reported issue was confirmed based on the evaluation. There are several potential causes for this kind of failure. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility returned a 5008x bloodline to the manufacturing plant for evaluation. On the form provided with the returned sample, it was reported that the alpha clip came out, and blood leaked onto the front of the machine. It was reported that this happened during the rinse back phase of a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the clinical manager (cm) from the user facility. A complete separation did not occur on the bloodlines. It was unknown if any machine alarms occurred. The lines were noted to be free of defects prior to use. There was a visible defect noted after the leak. Per staff, there appeared to be a small split in the line. There was no leak noted during prime or setup, and there was no change or disruption in pressure. The blood leak resulted in approximately 3-5 ml of blood loss. The patient did not experience any adverse reactions/events or require medical intervention. No further treatment was needed. A photo was provided by the cm depicting where the blood was dripping from.